Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 188) error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device data logs and performance testing confirmed the occurrence of system fault 188 during the device start-up. Review of the device logs also revealed the occurrence of system fault (sf82). Internal inspection of the device found a white powder contamination in the pneumatic block. Based on all evidence, the investigation determined that the system fault error messages were due to contamination in the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).